Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery and insert battery occurred twice in the same week without low battery alarm and power loss alarm. Customer stated that the insulin pump insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm, replace battery alert or insert battery alarm noted during testing or in the device trace download. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).